Event description:
It was reported that the patient presented in clinic for a follow up. The pulse generator exhibited a longevity anomaly. Upon interrogation an error message appeared informing the use the diagnostic data was invalid. It was clinically resolved by reprogramming. The device was electively explanted and replaced on (B)(4) 2011 for an upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was noted.